Event description:
The physician advanced a resolute integrity drug eluting stent to the desired position within the lesion. It is reported that the physician tried to inflate the balloon but was only able to reach 14 atmospheres of pressure and the balloon would not inflate anymore, hence the stent would not deploy fully. The physician then removed the balloon and used a medtronic nc balloon to finish deploying the stent. There was no harm to the patient, the procedure was able to be completed. It is reported that the physician seemed to think there was a small perforation in the balloon. The physician noted that the device was prepped correctly by an experienced scrub nurse. The physician can¿t think how it could have occurred during the procedure and suspected it was there before he started. The device did not pass through a previously deployed stent. Subsequent attempts were made to inflate the balloon before removal. There was no notable damage to the device post removal from the patient.

Manufacturer narrative:
Results: (root cause undetermined). Conclusion: (evaluation in progress). (B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (balloon rupture). Related to operational context (it appears the damage to the balloon and the subsequent rupture occurred due to use of the device). Deformation problem (balloon). Evaluation conclusions: known inherent risk of a procedure (balloon rupture). Operational context caused or contributed to the event (it appears the damage to the balloon and the subsequent rupture occurred due to use of the device).

Event description:
Evaluation summary: balloon folds were open and residue was visible in the balloon indicating that the device was previously inflated. The balloon was inflated to 10atm and failed to maintain pressure. A longitudinal tear was noted on the proximal cone. Longitudinal scratching was evident leading up to the leak site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.